Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, water entered the o2 gas module from the hospital's gas system. The defective o2 gas module was replaced. The device was delivered to the user in working condition. Review of the provided device's logs confirms occurrence of the reported issue. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture. The liquid contamination in the gas module may affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the user's manual for servo-I (e.g. Rev. 06), maximum levels of water, (h2o < 20 mg/m3) in the supplied o2 gas to the ventilator must not be exceeded. The hospital is responsible for using medical grade gases for use in the servo ventilator. The conclusion is that cause of the issue was liquid contamination of the o2 gas module from hospital's gas system.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).